Event description:
The patient was implanted with a left ventricular assist device. The patient had increased power, flows and hematuria. An echo was obtained and showed good flows through pump. A pump exchanged was planned for (B)(6) 2010.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.